Manufacturer narrative:
The device history record (DHR) review could not be performed since the lot number of device was not known. The subject device was returned with the rhv (rotating hemostatic valve) and the microcatheter. Visual inspection revealed that the balloon was wrinkled on several places approximately 15.0 cm from its distal end. The balloon was found to be perforated under magnification. The distal tip was slightly compressed on its distal end and there was a lot of blood in the balloon catheter. The balloon and the microcatheter were flushed with water. No other anomalies were observed. Functional testing could not be performed due to the damage on the device. The presence of blood is an indication that continuous flush was not maintained. Per the device dfu; ¿flush through-lumen with heparinized saline. Attach 3-way stopcock to rhv or tuohy borst with sideport and to appropriate flush solution.¿ the lack of continuous flush could have caused the observed catheter shaft blockage. However, based on the information currently available a definitive cause of the observed balloon rupture could not be determined; therefore, an assignable cause of undeterminable was assigned.

Event description:
Analysis of the returned device noted that the balloon had ruptured. No consequences to the patient were reported.